Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4). The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with a bacterial driveline infection from (B)(6). The patient was treated with unspecified antibiotics. The cause of the infection was reported to be patient non-compliance with device maintenance. No further information was provided.